Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that a rt225 infant bias flow breathing circuit failed a ventilator leak test before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt225 infant bias flow breathing circuit was not returned to fisher & paykel (f&p) healthcare new zealand for evaluation as the healthcare facility discarded the device. Our investigation is therefore based on the information and a photograph provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that a rt225 infant bias flow breathing circuit failed the ventilator leak test prior to patient use. Conclusion: the subject device was requested for investigation, however the customer reported that it had been discarded and was not available for investigation. Review of the provided photograph was performed, however no visible damage could be identified from the photographs provided. Without the return of the subject device, we are unable to confirm, or determine the cause of the reported malfunction. All rt225 infant bias flow breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt225 infant bias flow breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in china reported that a rt225 infant bias flow breathing circuit failed a ventilator leak test prior to patient use. There was no patient involvement.